Manufacturer narrative:
The engineer found poor contact of video connector socket. The image was found flickering with noises when the socket was swayed due to a faulty video connector socket. Additionally, the narrow band imaging function failed. The concerned product has not been repaired in the past year. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (osh) was informed that the customer visera pro video system center¿s ¿image flashes¿ during an unspecified event. The facility finished the case with another similar device with minimal delay. No patient injury or harm was reported to olympus. The device was returned for service.

Manufacturer narrative:
This supplemental report was submitted to provide the investigation results from the legal manufacturer. Also to clarify the event description, the olympus field service engineer was informed by the nurse at the user facility that the image was flickering before use. No further information was provided. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The suspect device was not repaired in the past year. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacture could not conclusively determine the root cause of the reported event. However, based on the evaluation findings, the likely cause of the event is due to the faulty video connector socket. However, the cause of the faulty video connector socket could not be determined. In general the customer is required to check the function of all devices used prior to a procedure and a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.